Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Per consumer, the seat is starting to rip by the attachment screws and padding is coming out on the back upholstery. MDR filed.